Event description:
It was reported that a dependent patient experienced a syncopal episode. The pulse generator exhibited a single episode of noise reversion due to noise. The device sensitivity was decreased and the patient was fine after.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.